Event description:
Device 1 of 3: reference MFR reports: 1627487-2011-09052, 1627487-2011-09053. On (B)(6) 2007, the pt received two percutaneous leads (from two different lots: 83661 and 83288). On (B)(6) 2007, pt was implanted with one add'l percutaneous lead. It was reported that the pt has lost stimulation on her right side of the body. Sjm rep recommended reprogramming the system. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.